Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited failure to capture and failure to sense. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported events was due to the over torqued inner coil in the connector region resulting to internal conductor shorting. No other anomalies were found.